Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes technician reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Customer's other relevant blood glucose values were 426 mg/dl, 586 mg/dl and 555 mg/dl. Customer did not mention nay treatments and symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.